Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
The handpiece cannot cut. The event did not occur during surgery. No adverse events were reported as a result of this malfunction

Event description:
No additional information received.

Manufacturer narrative:
On january 8, 2019, it was reported that the handpiece cannot cut. The customer returned an electric dermatome device, serial number (B)(6), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet china has previously repaired/evaluated electric dermatome serial number (B)(6) two times as documented in the repair reports in livelink. The last evaluation was march 10, 2018 where it was reported that the device did not work and the customer denied the quote for service. The device was returned to the customer unrepaired. Product review of the electric dermatome by zimmer biomet china on january 9, 2019 revealed that the device operated below motor speed specifications when tested and was outside calibration and side to side specifications at all tested thickness settings. Repair of the electric dermatome was not performed by zimmer biomet china as the quotation was rejected by the customer. The device was sent back to the customer unrepaired. The reported event was confirmed since during the product review by zimmer biomet china it was noted that the device operated below motor speed specifications when tested and was outside calibration and side to side specifications at all tested thickness settings. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet china it was noted that the device operated below motor speed specifications when tested and was outside calibration and side to side specifications at all tested thickness settings. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.